Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Medical product: maxim tibial bearing, cat#: 11-146550 lot#: 571400, biomet finned stem, cat#: 141314 lot#: 303340, maxim posterior stabilized femoral, cat#: 145132 lot#: 352370. Report source: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09922, 0001825034-2017-09923.

Event description:
It was reported that the patient was revised to address instability and pain. Intraoperatively, a large joint effusion, synovitis and polyethylene wear were noted. Attempts have been made and no further information has been provided.